Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported difficulty removing the protective sheath could not be tested due to the sheath not being returned. The reported resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported resistance during advancement and balloon rupture appear to be due to operational context. A conclusive cause for the reported difficulty removing the protective sheath cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion heavily calcified in an unspecified artery. During removal of the protective sheath, there was some resistance noted. The trek balloon was soaked prior to use. The trek was advanced to the lesion with some resistance noted with the anatomy and the balloon ruptured during inflation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.